Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The device will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the device memory was analyzed and no anomalies were found. Analysis of the device memory indicated the battery impedance trend was rising.